Event description:
40 minutes into the procedure, the tubing started to separate from the unit. The procedure was stopped and tubing was reconnected. 5 minutes later the separation occurred again. The unit was then changed out. No patient injury occurred as a result of this event. No patient information or further details were provided.